Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced an adverse event on (B)(6) 2016. Patient called in to dexcom technical support (ts) and was confused, incoherent and slurring his speech. Patient wanted to enter a blood glucose (bg) text strip into the receiver. After 22 minutes of speaking with the patient, the representative asked to speak with any person available and he placed his friend on the line. Patient's friend was able to assist with getting a bg reading from the patient's bg meter which read 30mg/dl. Technical support instructed the patient's friend to give orange juice to the patient until his glucose levels increased. The friend stated he would stay with the patient until he got better. Technical support later called the patient's friend and he reported that the patient's bg levels were 64mg/dl and that he had eaten a candy bar to bring his levels back up to normal. Patient's friends requested a call back to be scheduled for 15 minutes later. Technical support called the patient's friend back and he reported that the patient's bg levels were at 112mg/dl and that the patient was doing much better. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.